Event description:
It was reported that during the implant procedure the lead was attempted to be implanted but the helix would not extend or retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix/lobe distorted/bent. Upon inspection it was noted that the helix/lobe of the lead was distorted. Upon visual inspection it was noted that the lead was damaged during the implant process.